Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was returned for evaluation. Based on the available information, the exact root cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00588.

Event description:
The user facility reported that they had an issue with an angio-seal device. They did not get bleed back as they usually do when deploying the device. The patient condition was good, and the procedure outcome was successful. Additional information was received 12oct2021. The procedure being performed was a iliac limb extension (femoral angiogram) using an 8fr procedural sheath. A pre-deployment angiogram was performed. There was no arterial spray from device just a trickle of bleed back. Hemostasis was achieved by manual pressure, as the device did not work. There was minimal blood loss. The patient was stable; however, he did require admission for observation and application of fem stop on one side. The procedure was successful aside from the hematomas that developed.